Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient,and device information. The product remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction:none, symptoms/ae: thrombus, time of symptoms/ae: post stent deployment. It was reported that after the successful deployment of the absolute stent, angiography was performed and the physician observed a thrombus in the stent. Using a catheter over the still present guide wire, he aspirated the thrombus from the stent. There were no reported adverse patient effects. No additional information is available.